Manufacturer narrative:
(B)(4). Additional information: the channel c pump head module was replaced to correct the reported problem. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The reported condition was confirmed during product evaluation. The assignable cause was fluid ingress on the flex cable. Upon completion of device evaluation, a follow-up medwatch will be submitted. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative reported a colleague infusion pump with an inoperative select button on the channel c keypad. The event was reported to have occurred before use. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is 5.48.92.